Event description:
Any causes or contributing factors for the failure to open distally are unknown. Any causes or contributing factors for the failure to open in the middle section are also unknown. Multiple attempts were made to resheath, but it still could not fully open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline failure to open in both distal and middle sections. The patient was undergoing surgery for treatment of a saccular, unruptured left, internal carotid artery, c6 segment, cerebral blood vessel aneurysm. It had a max diameter of 3 mm and a 4 mm neck diameter. The landing zone was 4.5 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. The preoperative treatment with aspirin 300 mg combined with clopidogrel 75 mg for 5 days. The angiographic result post procedure was that the stentcould not be opened. It was reported that after the operator delivered the pipeline stent (ped2-475-16) to the target position and began deployment, the tip end of the stent could not fully open and appose the vessel wall, and the mid-portion failed to open entirely, making it impossible to continue the procedure. After multiple attempts, the operator had to replace the reported stent and select a new stent for subsequent treatment. A new stent was immediately used and successfully deployed and the procedure was completed. After the issue occurred during deployment of the first stent, a new stent was immediately used instead, and the procedure was completed successfully. There was failure to open in the middle and distal section of the stent. The pipeline was not positioned ina bend and less than 50% had been deployed when it failed to open the pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and from the patient. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a neulive 6f gs-088-90-a sheath, a navien 6f rfx072-115-08mp, phenom27 g15150-0615-1s, stryker 0.014inx200cm m00326410.